Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor sound quality, headaches, and hypersensitivity leading to device non-use. Subsequently, the device was electively explanted on (B)(6) 2025 as the patient requires an MRI. There are no plans to reimplant the patient with a new device as of the date of this report.